Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
The field experience was confirmed. Visual inspection revealed insulation abrasions under the shock coil at 5.5 cm and 6.7 cm from the lead tip, exposing two of the conductors. The cause of the abrasions were not determined.